Manufacturer narrative:
Investigation results: two 20039e samples were received in opened packaging from lot 23035114 for investigation; no residual fluid was observed in the returned samples. The customer reported that they experienced occlusion of the extension set when attempting to flush. As part of the investigation the customer provided two videos illustrating the issue; analysis of the videos confirmed the customer's experience as the plunger of an unknown luer slip syringe could not be depressed when attempting to infuse through the infusion set. The returned samples were subjected to functional testing by priming and subjecting to an infusion using a 50ml bd plastipak syringe; in each instance the extension sets were observed to be occluded initially, however after a few attempts flow resumed and no further occlusion was experienced. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that at the start of the assembly process the manufacturing operative is required to measure whether a sufficient amount of flourosilicone is being injected into the smartsite; however during a review of the production records for lot 23035114 no in-process testing failures or quality deviations were identified which may have resulted in a report of this nature. Since the manufacture of the reported lot, improvements have been implemented to the fluorosilicone weighing procedure, with the implementation of a new fixture. Furthermore the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e set in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd smallbore 6 inch ext vlv was occluded. The following information was received by the initial reporter with the following verbatim: 20039e needle-free connector cannot be vented or infused.